Manufacturer narrative:
Device evaluation results: one medfusion pump was returned for investigation in used condition. The bottom case had seal damage and the right plunger case was cracked. There was a check clutch reverse error in the event history log (ehl). The travel course error reported by the customer was replicated. This issue occurred because one of the wires on the position pot broke loose from the position pot rail. The source of this problem was not known. A root cause was not established. The investigator replaced the following components: position pot, also clutch halves (left and right), leadscrew and spring. These components were replaced as a preventative measure. The pump passed all the functional tests following these repairs.

Event description:
It was reported that the device displayed a travel course error. No patient injury or complications were reported in relation to this event.